Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and were receiving no delivery alarms. Blood glucose at the time of the incident was 497 mg/dl. The customer had not treated. The customer stated she had changed the infusion set three times and they were all bent. During troubleshooting, the customer removed the infusion set and stated the cannula was bent. Troubleshooting for high blood glucose was declined. The insulin pump and infusion set will not be returned for analysis.